Event description:
A customer reported, prior to the procedure the standby switch would turn blue but the system would not boot up. Add'l info was received indicating although the reported event occurred prior to the procedure, the surgeon elected to perform an extracapsular cataract extraction (ecce) on the pt. Add'l info was requested.

Manufacturer narrative:
The company rep examined the system and verified that the system was not booting into the operating software. The company rep replaced the cpu (central processing unit) host assembly to resolve the issue. The system was then tested and met product specs. The replaced cpu host was returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803-56 when add'l reportable info becomes available. (B)(4).